Event description:
Pt was being fitted for a kydex jacket. During the process of fitting the pt allegedly complained of a warn feeling all over. The "orthotist" removed the material. Upon removal, a reddened area was allegedly noted on pt's sacrum. Distributor was notified later that day that allegedly pt sustained a burn.